Manufacturer narrative:
Failure analysis noted that the pump had intermittent button response due to corroded keypad traces. There was no moisture damage on the electronic assembly and motor. The pump had a cracked display window corner, scratched lcd window and cracked reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had moisture damage. The customer's blood glucose was 7.7 mmol/l at the time of incident. The diabetic nurse stated that the pump fell in the pool and the pump froze. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced. The insulin pump was returned for analysis.